Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 44 mg/dl. The customer was treated with some sugar. The customer stated the low blood glucose caused the issue with not being able to insert. The customer was offered to troubleshoot for low blood glucose but declined. The customer stated that he would like to get replacement sensors. The customer was advised that we will ship replacement.